Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: not performed as no information was provided for review. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device information, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported via medwatch mw5176936: please be advised that while investigating an event involving one of our (competitor) products, we noted a potential adverse event regarding a non-(competitor) product. Neck fracture happened and revision surgery was done. The explants (cup, head) will not be returned.